Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and field advisory. Recall number (continued): 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-05242011-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01390. It was reported the patient had not used or charged the system in a long time. When the patient tried to recharge the ipg, the patient experienced pocket heating. The patient stated the pocket site became hot to the touch. A replacement charger was sent to the patient.